Event description:
It was reported that a user¿s dexcom g6 transmitter failed to reconnect and pair with the ilet after a sensor and transmitter change, and the user re-entered the transmitter ID and sensor code into the ilet to initiate pairing. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included guided troubleshooting to re-input pairing credentials and monitor for completion. Investigation of this case revealed a pairing failure limited to the ilet-cgm communication pathway without evidence of device damage or user harm. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or setup issue resolvable through re-entry of device identifiers.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.